Event description:
Facility alleges an adverse reaction occurred 15-18 minutes after the initiation of treatment. Pt experienced chest pain and chills. Treatment was stopped and pt was given 200cc of normal saline and benadryl 2mg IV. Dialyzer was flushed with 1000 cc of saline. Pt's treatment was restarted with the same dialyzer and completed with no further problems reported. No blood loss or serious injury reported. This event involved one pt.